Manufacturer narrative:
Meter (B)(4) and one strip of lot 52333121 were provided for investigation where they were tested using retention strips and quality controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr. Meter (B)(4) was provided for investigation where it was tested using retention strips and quality controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 4.8 inr, qc 2: 5.0 inr, qc 3: 5.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter (B)(4) patient result memory. The results alleged by the customer were not observed in meter (B)(4) patient result memory and the time/date was not set correctly on the meter. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Initial reporter occupation was lay user/patient.

Event description:
There was an allegation of questionable results from the patient's coaguchek xs meter serial number (B)(4). At approximately 10:45 am, the result from the doctor's coaguchek xs meter serial number (B)(4) using strip lot 52818417 was 1.5 inr. At approximately 2:46 pm, the result from the patient's meter using strip lot 52333121 was 2.0 inr. The therapeutic range was 2.0-3.0 inr and the patient tests once a month.